Event description:
Two grii 3.0 x 20 stents were placed for acute closure of the lad. The vessel subsequently clotted off within the stents and moved back to the ostium of the lesion. The patient arrested on the table and was sent to surgery for emergent CABG. The patient died during surgery.